Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with tazar injection (4.5gm, route, frequency and duration were not reported, discontinued) and vancomycin injection (1gm, route, frequency and duration were not reported, discontinued). At the time of this report, the patient has recovered from the event. On an unreported date, the patient's pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis (twice a week). No additional information is available.